Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00430.

Event description:
It was reported that a vitality closure top was found loosened from a vital mis construct postoperatively. The patient is asymptomatic and has fused. There are no plans for a revision at this time. This is report two of two for this event.

Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: 07.02010.001, closure top torq lmtg vitality, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was considered to be traced to device design. This event was farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.